Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for unrelated issues. Upon interrogation, the right ventricular lead exhibited under sensing. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.